Event description:
It was reported that the touchscreen of the pump was cracked and shattered, rendering it illegible and unusable for interaction. There was no reported impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer planned to use multiple daily injections (mdi) as a backup therapy to ensure continuous insulin delivery.